Manufacturer narrative:
.

Event description:
It was reported that a vns patient had some very pronounced voice alterations. It was reported by a nurse that when she had modified the device parameters, the patient's adverse event was solved. It was reported that the voice alteration has been entirely solved by changing the duty cycle. No additional relevant information was provided to date.